Event description:
It was reported that during the replacement procedure, the patient coded and had a severe drop in blood pressure was rescued by a code team. There were no complaints about the device. The device remains in use. No fruther patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5076 implantable pacing lead implanted: 2009-(B)(6), 4194 implantable pacing lead implanted: 2009-(B)(6), 6947 implantable tachy lead implanted: 2009-(B)(6). (B)(4).